Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
Red status indicator flashing pad-pak expiry 2021-04-01. No patient involved.

Event description:
Red status indicator flashing pad-pak expiry 2021-04-01. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the(B)(6)2012 . A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed on the (B)(6)2012 and performed to specification up to the (B)(6)2016. The device was returned with a reported fault red status indicator flashing. The excess current drain and the j11 measurements taken during the course of the investigation would indicate the device was subject to adverse storage, however, this could not be verified by other means. The fault was traced back to corrosion on multiple tracks of the membrane tail, including track 5 (status led a). The faults could not be replicated with the corrosion cleared. This would confirm the failure of the returned membrane due to the corrosion. The corrosion seen on the membrane tail lead to an excess current drain resulting in the premature depletion of the returned pad-pak leading to the low battery fail at the end of the history log. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.